Event description:
It was reported by service report that the footend access door would not close due to being off the bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.